Event description:
Healthcare professional reports: on (B)(6) 2009: hemochron signature plus system inr 3.6. Unspecified reference system inr 1.3. On 9/8/2009: hemochron signature plus system inr 2.9 and 2.4. Unspecified reference system inr 1.3. Patient therapeutic range 2.0 - 3.0 inr. No report of adverse events, serious injury, or intervention.

Manufacturer narrative:
(B)(4). Method: no product returned from user facility. Results: customer complaint could not be confirmed.